Manufacturer narrative:
Manufacturer's investigation conclusion: no issues related to the heartmate 3 lvas were reported and the evaluation of the submitted log files did not reveal any device-related issues. The submitted log files appeared to capture the pump functioning as intended above the low speed limit at all times that the driveline was connected to a system controller. Throughout the data, motor power was captured between 3.1 and 3.5 w, calculated flow was captured between 3.1 and 4.5 lpm, and calculated pi was captured between 2.9 and 7.2. The patient remains ongoing on heartmate 3 lvas and no further pump-related issues have been reported at this time. Heartmate 3 lvas IFU section 2 entitled ¿system operations¿ explains how to replace the system controller. This section cautions the user to ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms, as well as how to respond to each alarm condition. Heartmate 3 lvas patient handbook section 2 entitled ¿how your heart pump works¿ explains how to replace the system controller. This section cautions the patient not to attempt to change the system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital. Section 5 entitled ¿alarms and troubleshooting¿ contains information regarding all system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient was put under observation after switching his controller. He was asymptomatic.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a backup battery fault with the first system controller and attempted to replace the primary system controller with a backup. The patient took about 4 minutes to complete the process. The patient is asymptomatic after the system controller exchange. The manufacturer's technical service representative reviewed the log file and observed a backup battery fault on (B)(6) 2020 at 2:04:24. This was followed by a drive line disconnect at 2:14:44. The log file from the backup system controller showed that the device began to work as expected after the controller swap at 2:09:09. No further information was provided.